Event description:
The customer reported the system would not boot up. There was no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.